Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2vqvs, implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient wasn't seeing benefit from the lead placement. The cause was determined, however no further details were provided. A lead revision was planned to resolve the issue. On 2026-feb-26 additional information was received from a manufacturer representative (rep). The rep reported that they found out about this issue in december 2025 and to clarify what the cause of the lead placement issue was, they said it was patient's perception of results. On 2026-mar-03 additional information was received from a manufacturer representative (rep). The rep reported that the patient also said they would feel stimulation down their leg on occasion, which was another reason for the revision, along with the patient not finding therapy relief.